Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the alert level sensor was continuously alarming, the alert level sensor was continuously alarming. The device was not changed out, as the perfusionist (ccp) turned off the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the level sensor (alert probe) continuously "alarmed" irrespective of the volume status in the venous reservoir. The cause of the issue could not be adequately addressed, and the ccp elected to "turn off" the level sensing system for remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.